Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6b: explant date: 2022.

Event description:
It was reported that after an unknown surgery, the patients implantable pulse generator (ipg) was no longer working as intended. The patient had an inadequate and loss of stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.